Event description:
It was reported that a user paired a new libre 3 plus sensor to the abbott app and then did not see glucose data on the ilet after warmup, consistent with a sensor being in use by another device and a data communication pairing issue between the cgm and the ilet system. Symptoms included no reported adverse physiological effects and blood glucose levels reported as unaffected. Outcomes included user education, reapplication of a new sensor, and successful pairing to the ilet mobile app with initiation of a standard warmup period. Investigation included product evaluation by troubleshooting with the user and technical support review of use and setup. Investigation of this case revealed that the sensor had been paired to an incompatible device configuration, preventing data transmission to the ilet until a new sensor was applied and paired correctly. It was concluded that the event was due to use error related to device pairing limitations, and that the system functioned as designed after proper setup.